Event description:
A (B)(6) male patient called zoll customer support to report that his monitor was resetting. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (resetting) has been confirmed. Upon investigation the monitor was resetting. The cause for the resets was isolated to an intermittent u200 pld (programmable logic device) on the monitor c/a board. The root cause for the intermittent u200 component could not be positively identified. No adverse event resulted from the intermittent u200 component. The patient received a replacement monitor.